Manufacturer narrative:
Report issue: over-infusion. Investigation results: failure analysis and investigation did not confirm the reported issue. Upon receipt, pump was inspected and three (3) sets of volumetrics of 125ml/hr and 133.9ml tested within spec with no alarms: 1st test: 135ml or 101% of expected volume. 2nd test: 134ml or 101% of expected volume. 3rd test: 135ml or 101% of expected volume. Log shows on (B)(6) 2015 and 5:31am an infusion start of 125ml/hr and 240ml. At 6:36am a container empty alarm occurred with a volume infused of 133.9ml. No further infusions took place. Performed preventative maintenance.

Event description:
Customer states, "the pt was receiving an infusion of 250ml bag of vancomycin. The rate programmed was 125ml/hr for 2 hrs. The pump alarmed after an hr. The alarm was for an empty bag. The pump stated it had 105ml left to be infused." Unk if this infusion was set up as a primary or secondary. No tubing kept.